Event description:
It was reported that the insulin pump not working. Customer stated the unresponsive keypad. Customer stated it happened during bolus. Customer's blood glucose at that time was 235 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to flattened esc dome switch. No button error alarms noted. Unable to verify insulin pump communication with glucose meter due to unresponsive buttons. Insulin pump received with cracked case at lcd window corners and minor scratches on lcd window.